Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose (bg) with a current value of 400 mg/dl after being elevated for more than four hours. The event involved product(s) mmt-431ak,mmt-342g,mmt-1884. Troubleshooting was performed and the customer has type 1 diabetes and attributed the high bg event to issues with the reservoir. Customer was using the insulin pump system within 48hrs of reported event. Customer was not using the auto mode/smartguard feature at the time of the event. The high bg was managed using the insulin pump. During troubleshooting, air bubbles were observed in the reservoir. No leaks were found, and the customer allowed the insulin to warm to room temperature before filling the reservoir. No further patient complications were reported. Mmt-431ak,mmt-342g,mmt-1884 were not expected to return.